Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple episodes of non sustained lead noise due myopotential oversensing were observed. Programming changes were recommended. Patients condition was good.